Manufacturer narrative:
. E3: occupation: supply. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart catheterization, the tr band was placed and inflated with air (14ml); however, the balloon on the tr band immediately deflated. The tr band was removed and another tr band from a different lot number was placed. The patient was stable. The blood loss was less than 250cc. There was no noticeable damage to the device. There was no device manipulation in any way ¿ pre-use or during storage. The product was stored in box at room temperature in the cath lab.